Manufacturer narrative:
Approximate age of device - 9 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had a pump exchange (B)(6) 2019 due to thrombosis and is now experiencing spikes in flow. The log file did capture some elevations in power/flow. These maybe associated with pulsatility index events. These are seen at times with new implants and in the absence of patient symptoms these are usually not concerning. The mcs equipment is operating as intended. Additional information as of (B)(6) 2019: patient has had complicated recovery post pump exchange including acute hemorrhagic cerebrovascular accident (cva) with right hemiplegia; ischemic bowel status post subtotal colectomy status post fascial defect repair and bleeding issues from abdominal site. Vad speed increased to 8800 on (B)(6) 2019. Patient experienced head pain overnight, repeat heat computer tomography negative, neurologically intact, function of vad and current settings appropriate for patient. Patient remains hospitalized post pump exchange. Will continue close monitoring of patient no further information provided.

Manufacturer narrative:
Serial number was requested but not provided, therefore manufacturing date and expiration date are not available. It was previously reported that the pump would be returned for evaluation. The patient's previous pump ((B)(4)) was returned and evaluated after pump exchange due to thrombus under MFR 2916596-2019-01019. The patient's current pump (sn unknown) remains in use and will not be returned under this event. Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas could not conclusively be determined through this evaluation. The submitted log files contained data from 18mar2019 through 4apr2019. These log files showed elevations in pump power and estimated flow ranging from 8.5 to 12.4 watts and 10.6 to 12 lpm, respectively. Most of these elevations appeared to be associated with pi events. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on vad support. The hmii lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.